Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a clinical study regarding a patient receiving baclofen (2000.0 mcg/ml at 210.0 mcg/day) and clonidine (2.0 mg/ml at 0.2100 mg/day) via an implantable infusion pump. The indication for use was noted as intractable spasticity and multiple sclerosis. It was reported that the patient experienced post-operative respiratory failure following a system explant. The patient was intubated on (B)(6) 2017. The patient was extubated on (B)(6) 2017. Examination on (B)(6)2017 revealed progressive mental status decline which was not attributed to baclofen withdrawal, as the patient was given sufficient oral baclofen following explant. The event resulted in prolongation of existing hospitalization. The outcome was resolved without sequelae on (B)(6) 2017. The etiology of the event was noted as not related to the device or therapy and related to the implant procedure. No further complications were anticipated/reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare provider via a clinical study reported the cause of the post-operative respiratory failure was not determined.